Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient received more medication than intended. It was reported that after an unspecified length of time, the patient received an extra 4mg of morphine. The customer contact reported that the nursing staff on the ward may have incorrectly documented what was on the display screen of the device. No specific details were provided. The programming parameters of the device were not provided. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were reported. Though requested, no additional information was provided.